Event description:
The clinic reported that a laser vision correction patient presented with embedded debris in right eye at his one week post op visit. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision in right eye. Bcva: right eye pre-op 20/20 post-op 20/20. Left eye pre-op 20/20 post-op 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.